Manufacturer narrative:
The investigation confirmed that the cutting wire was broken at the coated portion and the broken section was melted and burned. Approximately coating was missing for 7mm from the broken point. There were no other abnormalities related to the breakage in the subject device. Also as the checking of the manufacturing record of the same lot, nothing abnormal was detected. As the results of the investigation, omsc assumes that the damage of the coating occurred due to contacting with the metal part of the forceps elevator of the endoscope. The exposed cutting wire from the damaged coating contacted or came close to the metal part of the forceps elevator while activating the output, which caused spark and a part of the cutting wire became extremely hot, resulting in breakage. The coating broke off and came off from the cutting wire because of the user handling after the cutting wire was broken. The device instruction manual has warned users that "when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material." This report is being submitted as a medical device report in an abundance of caution. Cross reference MFR. Report number 8010047-2012-00382 and 8010047-2015-001104.

Event description:
Olympus medical systems corporation (omsc) performed a MDR retrospective review and omsc found that this report is required. Omsc was informed that during an endoscopic retrograde cholangio-pancreatography (ercp) with sphincterotomy, the cutting wire of the first (B)(4) was broken just after the user started applying high frequency current to the device. The user reportedly tried to continue the procedure using the subject device; second (B)(4), however, the cutting knife of the subject device was broken again and minor bleeding in the target site occurred. The bleeding reportedly stopped during the procedure without treatment. The procedure was said to be completed with endoscopic papillary balloon dilatation (epbd). During the investigation on (B)(4) 2012, omsc found the both plastic coatings on the cutting wire were partially missing. This is the second of two reports.